Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event include incorrect measurement prior to insertion or exposing too much of the bio-portion of the pin in the driver during insertion. Per device directions for use, over-flexing of the device may cause breakage or cracking. The dfu states to calculate the pin length using the provided formula (pin length = proximal phalanx depth + middle phalanx depth) and to seat the trim-it spin pin in the pin driver no further than 1cm past the back of the metal tip. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a hammer toe surgery of the second metatarsal, the pin broke off prematurely and remains in the middle phalanx. The reporter stated the surgeon had pre-drilled the toe. When the toe was aligned and the pin was advanced proximally to the pip joint, the pin broke off. The partial pin was not retrieved. Patient bone quality was reported as medium. The surgeon completed the case by re-drilling and inserting a metal k-wire. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.